Manufacturer narrative:
Insulin pump received with severely cracked case with exposed electronics and white paint spray on case. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that customer dropped insulin pump causing damage to reservoir compartment. Customer's blood glucose was 260 mg/dl. It was advised that insulin pump would need to be replaced.